Event description:
Patient with left ventricular assist device (lvad) therapy for 13 months presents with a second episode of gi bleeding post lvad. This is concerning for 2 reasons: patient has past medical history of duodenal cancer status post resection, and patient additionally had embolic cerebrovascular accident (cva) 1 month prior to this gi bleeding event. Inr was 3.7 on admission. Upper endoscopy (egd) and (egd) enteroscopy failed to identify the bleeding source. Heparin bridge to coumadin was resumed. Octreotide therapy was initiated. We continued to hold aspirin (stopped with first gi bleed event).